Event description:
A peritoneal dialysis (pd) patient reported filling slowly messages that occurred during fill 1 of 4 of treatment. The patient was connected during the incident.. Fibrin was discovered and the patient was constipated. The stay safe connector blue pin was pushed in. The patient had two stay safe pins. The patient attempted to use the second connector and fluid leaked from the stay safe connection. The patient was advised to remove the patient line from the divider. The patient did not know how to perform continuous ambulatory peritoneal dialysis (capd) therapy. The patient was advised to re-setup with all new supplies. There was no patient injury or medical intervention required as a result of the reported event as reported during intake. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. No sap shipping search could be performed for the lots delivered to the patient since there is no patient number reported or additional information for the search. Consequently no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available for the identified of the possible involved lots in sap. Since the complaint sample is not available for evaluation neither photos or videos were provided for evaluation and DHR review was not performed since the lot number is unknown and no information was found on the sap system, the alleged event could not be confirmed. At this time, no sample has been provided. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported filling slowly messages that occurred during fill 1 of 4 of treatment. The patient was connected during the incident.. Fibrin was discovered and the patient was constipated. The stay safe connector blue pin was pushed in. The patient had two stay safe pins. The patient attempted to use the second connector and fluid leaked from the stay safe connection. The patient was advised to remove the patient line from the divider. The patient did not know how to perform continuous ambulatory peritoneal dialysis (capd) therapy. The patient was advised to re-setup with all new supplies. There was no patient injury or medical intervention required as a result of the reported event as reported during intake. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.